Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced low blood glucose levels while she was in the hospital for dialysis. The customer stated that she was experiencing high blood glucose levels prior to the event. The customer treated with the insulin pump and a manual injection, causing her blood glucose levels to drop. Troubleshooting was performed, and the insulin pump passed the prime test. Further troubleshooting was declined. Nothing further was reported.